Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that after the catheter was placed in the patient for one month, cracks were found on the adaptor. Then clinician then removed an adaptor from another catheter for repair. No medical intervention. Surgery time didn't extend by 30 minutes or more. Re-intubation was necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.